Event description:
It was reported that the patient heard "beeping" noises from the device. The device was checked and it was thought it had reset from electromagnetic interference. The device is still in use. The patient is scheduled for a device interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.